Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015. Evaluation: the device has been returned and evaluated by product analysis on 12/08/2015 with the following findings: on investigation, the pump powered on with blue and green lines appearing through the display screen. Investigation confirmed/duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (line through display) issue; a green line on the display on a completely new pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.